Event description:
The black rubber diaphragm is not level. This causes problems with reading the graduations. There is a difference of .1 - .2cc. Rptr has found several syringes in this particular group with this problem.